Manufacturer narrative:
Manufactured november 11, 2015 - november 12, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection found that fluid leaked in to the bag and the luer connector was not closed. A simulated use testing was performed with no leak noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a leak from an unknown location. This occurred during filling of an unknown drug. There was no patient involvement. No additional information is available.